Event description:
Customer reported she has been using the insulin pump for about two years and her diabetes was controlled, but all of a sudden her blood glucose has been erratic. She has been to the emergency room and the doctor has changed her settings. Customer went to the emergency room on (B)(6) 2014 with a blood glucose of 366 mg/dl. She could not get her blood glucose to lower through the insulin pump. Customer experienced a splitting headache and numb feet. She was not eating much throughout the day due to her highs. She was diagnosed with moderate hyperglycemia and released after her blood glucose dropped to around 200 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The device passed the high pressure test. The cannula was not bent. The history is correct. Customer has settings from when she used to work third shifts. Customer was advised to speak to her doctor about adjusting settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).